Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no reported impact to the customer¿s blood glucose level. Customer was advised to purchase new wall adaptor and to call back if they were still having trouble charging the pump.